Event description:
It was reported that suture placement was attempted in the common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation procedure. Reportedly, when the needles were removed one suture was broken. The suture lumen was entangled around the hub of the device and it was impossible to draw out the suture. The arteriotomy was 12f. The sheath was upsized to an 18f for the interventional procedure. Two additional prostar xl devices were used with the same results. A fourth prostar xl was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the prostar xl device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The two other prostar xl devices are being filed under separate medwatch MFR numbers. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The suture was not returned with the device; therefore, the reported experience could not be confirmed. Based on the investigation findings, the clamp mark found on the coiled suture lumen and the collapsed suture tube at the hub area is an indication that a hemostat was applied before the needle deployment. Clamping the coiled suture lumen will interfere with suture deployment and this could possibly cause the suture break. Per instructions for use (IFU) for prostar xl under device placement and needle deployment it states: do not clamp the suture lumen with a hemostat or other instrument. Doing so will prevent the suture deployment. The cause for the reported experience is due to user error. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.